Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the manufacturer representative was at a new patient system implant, and when they plugged the lead into the ins all contacts associated with 0, 1, and 2 were showing >4k ohms. They turned off the operating room light, wiped down the lead 3 times and tried a program with cycling with no resolution. It was recommended to wipe down the lead and try testing impedances at higher values, but it was stated that the doctor would try wiping the lead one more time. It was noted that when they tested the contacts, they got a good motor response. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3889, lot# va1h250and, product type lead.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that impedances were checked multiple times at an amplitude of 2.6 and pulse width of 360. The doctor wiped the lead multiple times in between checking the impedance. The battery was removed and the lead was tested multiple times with the patient test cable and favorable motor responses were observed, so the doctor decided to try a different battery. With the new ins connected to the lead, they were still getting > 4,000 ohms on 0, 1, and 2. The same troubleshooting was performed without resolution so a new lead was placed too. An impedance check with the new battery and lead showed resolution with a normal impedance > 50 ohms and <(><<)> 4,000 ohms. Post-operatively, the patient had the appropriate sensory responses. The ins was turned on and the stimulation was set to a comfortable amount.